Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 100-160 mg/dl..